Manufacturer narrative:
Gehc service personnel removed and replaced right and left control panel console. System is ok to use.

Event description:
Customer reported key stuck error message displayed on c-arm control panel. Verified problem. Found both right and left control panel consoles are bad. Ordered part.